Manufacturer narrative:
(B)(4). Serious removed and hospitalization and required intervention added.

Event description:
Subsequent to the initial MDR report, additional information was provided. On (B)(6) 2017, the patient underwent a second mitraclip procedure. One mitraclip was implanted and the mitral regurgitation was reduced from grade 4 to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (worsening), as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The patient effect of mr; however, appears to be a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. Two clips were implanted, reducing the mr from grade 4 to grade <1. The patient was re-hospitalized on an unspecified date for a non-related issue. During the hospitalization, on (B)(6) 2017, echocardiogram was performed and noted that the second implanted clip had detached from the posterior leaflet, remaining attached to the anterior leaflet (slda). The first implanted clip was noted to be attached to both leaflets. The mr had increased back to baseline of grade 4. A transesophageal echocardiogram was scheduled to be performed on (B)(6) 2017. The patient remained hospitalized, but was to be transferred to a second facility for a second mitraclip procedure. The procedure is planned, but not scheduled. No additional information was provided.